Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys estradiol iii assay (estradiol iii). The erroneous results were reported outside of the laboratory. The initial estradiol iii result was 667.3 pg/ml. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2016 different sample tubes and an aliquot sample from the initial draw were repeated with the following results: 5 pg/ml with a data flag, 8.31 pg/ml, 5.10 pg/ml and 5.56 pg/ml. The repeat results were believed to be correct. A new sample was obtained on (B)(6) 2016 and the result was 5 pg/ml with a data flag. No adverse event occurred. The estradiol iii reagent lot number was 173998. The expiration date was requested but was not provided. Based on the information available for investigation, a specific root cause could not be identified. A general reagent issue can most likely be excluded. Additional information was requested for investigation but was not provided. Upon a review of the alarm trace, no issues were identified. Quality controls were acceptable. The customer has not complained of additional issues since the date of event. Potential root causes may be related to pre-analytic or unknown instrument issues. Contamination issues can also not be excluded.